Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported that the trial patient had been hospitalized and catheterized because they were unable to void and had complications after the procedures. Additional information received on nov. 10, 2017 reported that the patient had a minimum of 50% improvement only because they did not sleep well the night prior. It was noted that prior to the trial evaluation, the patient was not voiding much and was not using a catheter. Now, the patient was voiding a lot more and they wanted to know if this was normal. The patient was changed from program 2 to program 3 where the stimulation was set to 0.5 which was comfortable for them. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.